Event description:
Related manufacturer reference number: 3006705815-2023-03448. It was reported that the patient's leads were protruding out their midline incision. Surgical intervention took place where the full system was explanted to address the issue. There were no signs of infection.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.